Event description:
The tech reported that while acquiring an image it came up normally, however some what slowly. The image transferred normally but when he went to qa the image it was distorted and unusable. He did have to repeat the image.

Manufacturer narrative:
(B)(4): investigation is still in-progress. If additional info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).